Manufacturer narrative:
Additional information: h6 : component, investigation type, findings, and conclusions. Inspection the returned product was evaluated. Visual inspection reveals no deformities, functional testing reveals that the arm does not stay in place even after tightening. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a retractor arm would not properly tighten. While the knob was tight, the retractor arm was still loose. Another arm of the same type was used to complete the case. Surgery was delayed by approximately 45 minutes. There was no reported impact on the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a retractor arm would not properly tighten. While the knob was tight, the retractor arm was still loose. Another arm of the same type was used to complete the case. Surgery was delayed by approximately 45 minutes. There was no reported impact on the patient.